Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: potential lot numbers xn14, xp16, xm24. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the potential product code/lot# combinations were conducted with no findings.

Event description:
The user facility reported that there was 11 ml of air placed in the tr band and when the patient got back to the room, there was a small hematoma per the nurse and the site was oozing. While checking on the site, the nurse stated she had to hold pressure for ten minutes every hour. One of the techs placed 2 more ml of air in the tr band for a total of 13 ml. She then stated there were no further issues with oozing or a hematoma. When the post-op nurse went to remove the air approximately four hours later there was only 2 ml of air in the tr band. There was no patient injury/medical or surgical intervention required. The patient's condition was fine, and the procedure outcome was fine. Additional information was received on 10jun2020. The procedure being performed prior to the use of the tr band was a cardiovascular intervention. The patient was in stable condition. Only one tr band was used, and they were able to stop the bleeding with an increase in air. The estimated blood loss was less than 250cc. Post-op nurse noted when removing band at the conclusion of treatment the tr band had continued to slow leak with only 2ml remaining, however hemostasis was achieved, and there was no further blood loss for the patient.